Event description:
It was reported that in the vt zone there were many episodes. In one episode, the ICD delivered atp therapies and then appeared to show that no other therapy was delivered, but the rate after atp was over the programmed vt cut off rate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.